Manufacturer narrative:
Investigation summary with all the available information boston scientific concludes that the visual examination of the device identified that there was a leak in the pump due to a hole in the kink resistant tubing (krt) junction, as a result of fatigue, with contamination present. The pump was not able to be functionally tested due to the leak and contamination observed. Based on these observations, the reported allegations of fluid leak, hole/perforation and mechanical issues were confirmed; however, the reported allegation of pump collapsed/dimpled/flat was not confirmed. Device history record (DHR) the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual examination of the pump identified that there was a fluid leak due to a hole in the pump kink resistant tubing (krt) junction. Contamination was found in the component. Visual examination of the cylinders identified that there was wear at fold in both cylinder bodies. Both cylinders had a hole in the outer tube, consistent with explant damage, however the inner tube was intact. The functional testing performed on the cylinders showed the components performed within specification. The pump was not functionally tested due to the leak and contamination observed. Labeling review a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient noticed his inflatable penile prosthesis (ipp) pump was occasionally getting dimpled and would not refill. On previous occasions, the pump observation was resolved; however, in may, the patient visited the physician because it stopped filling. The nurses and consultant tried troubleshooting the device, but it was unsuccessful, so the patient underwent a surgical procedure in which all components were explanted. Upon explant, it was identified that there was a crack in the pump tubing, that was causing a fluid loss of the device. The patient was allowed time to heal due to a perforation that occurred during the explant procedure and a couple of months later he underwent a procedure to implant a new ipp device, with a good outcome.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the patient noticed his inflatable penile prosthesis (ipp) pump was occasionally getting dimpled and would not refill. On previous occasions, the pump observation was resolved; however, in may, the patient visited the physician because it stopped filling. The nurses and consultant tried troubleshooting the device, but it was unsuccessful, so the patient underwent a surgical procedure in which all components were explanted and replaced. Upon explant, it was identified that there was a crack in the pump tubing, that was causing a fluid loss of the device. The patient is expected to fully recover.